Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the device reload had some staple unclose. No damage was done and the staple line was fine. But they removed staples that had not the common b shaped. They then used another device to resolve the issue. There was no patient injury.